Manufacturer narrative:
As reported, a powerflex pro balloon catheter ruptured at 8 atmospheres during percutaneous transluminal angioplasty of a 99% occluded, heavily calcified and slightly tortuous right superficial femoral artery. The balloon was delivered to the target lesion and inflated; however, it burst during initial inflation. The balloon was easily removed, intact from the patient. It was exchanged for another device and the procedure was successfully completed. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio is unknown, but reported as usually 1:1. An unknown brand of indeflator was likely used and used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no friction or resistance with the other device. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon - burst-at/below rbp¿ could not be confirmed as the product was not returned for analysis and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (heavy calcification and 99% occlusion) that may have contributed to the difficulty experienced by the customer. Neither the DHR nor the event description suggests that the balloon burst could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During pta of a 99% occluded lesion in the right superficial femoral artery, a p5.0x150mm 135cm powerflex pro balloon catheter ruptured at 8 atm. It was exchanged for another device and the procedure was successfully completed. There was no patient injury reported. It is unknown if the lesion was a de novo, but was heavily calcified and slightly tortuous. The balloon was delivered to the target lesion, and it was inflated at the lesion. The product will not be returned for analysis. Physician's comment: it was speculated that proximal portion of the 150mm length of the balloon might be inside a guiding sheath.

Manufacturer narrative:
Additional information was received that there was no difficulty removing the product from the hoop, removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio is unknown, but it¿s usually 1:1. An indeflator was probably used but the brand is unknown and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The balloon did not burst during the first inflation and was easily removed from the patient. There was also no friction or resistance with the other device was reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.